Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. As there was no available tracking and trending data at the time of the investigation, a tripped trend review was not performed but the complaint will continue to be monitored. If the product data is returned, additional extended investigation will be performed. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported librelink did not provide readings when scanning the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced a seizure and was unable to treat themselves. The customer then self-presented the doctor to have an x-ray performed and was transferred to the hospital. The customer was provided oral glucose and a glucose test of 8.9 mmol/l was obtained on the hcp meter. No further information was reported. There was no report of death or permanent injury associated with this event.